Manufacturer narrative:
Please refer to the attached investigation summary. (B)(4).

Event description:
It was reported the impactor broke while impacting femoral component. While the surgeon was impacting the femoral component onto the patient's femur, the contra-lateral side of the ps impactor piece split in half. The surgeon removed the large plastic piece that had fallen and used a secondary impactor to finalize implantation. After the wound was closed, the surgeon took a post-op x-ray and noticed a metal washer in and around the patient's tka. The patient had to undergo another procedure to retrieve the washer which was from the broken impactor.